Event description:
It was reported that a peritoneal dialysis (pd) patient recently had peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the pd clinic with abdominal pain. A pd effluent culture was obtained, and the patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration not provided). The patient was diagnosed with peritonitis. The culture resulted positive for staphylococcus (unknown species) and the white cell count was (B)(4) (unknown units). The initial suspected cause of the peritonitis was touch contamination but was not confirmed. On (B)(6) /2021 the patient was sent to the emergency room (ER) for covid-19 related symptoms (unspecified). The patient was admitted to the hospital and diagnosed with covid-19. The hospital obtained another pd effluent culture and white cell count. The culture resulted negative for growth and the white cell count was (B)(4) (unknown units). The hospital physician stated the patient did not have peritonitis. The patient was treated for the covid-19 diagnosis with prescription cough medicine and an inhaler. The patient was discharged to home on (B)(6) 2021. The patient¿s antibiotics were discontinued upon hospital admission and no antibiotics were administered during the hospitalization. The pdrn stated the pd clinic physician is not classifying this event as peritonitis and that the symptoms could have been covid-related despite the initial culture and white cell results. The patient is continuing to complete pd therapy utilizing the liberty select cycler. The patient is being monitored for fibrin which is being treated with ip heparin (dose, frequency, and duration unknown).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the suspected staphylococcal peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the suspected peritonitis and the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for the event. The patient was initially diagnosed with peritonitis after the positive culture result of staphylococcus (species unknown) with a white cell count of 1195, which indicates an infectious process. Per international society of peritoneal dialysis (ispd) guidelines, peritonitis is highly suggestive with an effluent white blood cell count >100/l and a positive gram stain culture. However, the hospital physician determined that the patient did not have peritonitis after a second culture resulted negative for growth. This was obtained after the patient had been on antibiotic therapy for several days. Culture-negative peritonitis can be due to recent antibiotic exposure. Per the pdrn, despite the initial diagnosis of peritonitis determined due to the positive culture results and elevated white cell count, the physician did not categorize this event as peritonitis. Additionally, the diagnosis of covid-19 is not related to dialysis or the use of any fresenius product(s). Based on the available information the liberty cycler set can be excluded as a cause of the patient¿s abdominal pain, initial suspected peritonitis and hospitalization for covid-19. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient recently had peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the pd clinic with abdominal pain. A pd effluent culture was obtained, and the patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration not provided). The patient was diagnosed with peritonitis. The culture resulted positive for staphylococcus (unknown species) and the white cell count was 1195 (unknown units). The initial suspected cause of the peritonitis was touch contamination but was not confirmed. On (B)(6) 2021 the patient was sent to the emergency room (ER) for covid-19 related symptoms (unspecified). The patient was admitted to the hospital and diagnosed with covid-19. The hospital obtained another pd effluent culture and white cell count. The culture resulted negative for growth and the white cell count was 2 (unknown units). The hospital physician stated the patient did not have peritonitis. The patient was treated for the covid-19 diagnosis with prescription cough medicine and an inhaler. The patient was discharged to home on (B)(6) 2021. The patient¿s antibiotics were discontinued upon hospital admission and no antibiotics were administered during the hospitalization. The pdrn stated the pd clinic physician is not classifying this event as peritonitis and that the symptoms could have been covid-related despite the initial culture and white cell results. The patient is continuing to complete pd therapy utilizing the liberty select cycler. The patient is being monitored for fibrin which is being treated with ip heparin (dose, frequency, and duration unknown).